Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.0/+3.0/093 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The patient experienced low vaulting. On (B)(6) 2022 the lens was explanted and this resolved the problem. The surgeon additionally noted "patient has to wear glasses again; but she is happy". The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).